Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced loss of consciousness during device interrogation on regular follow up. It was noted that normal battery depletion of the implantable pulse generator (ipg) was indicated and the device was found in recommended replacement time (rrt) in vvi mode. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.